Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A company representative reported that the patient was currently receiving lioresal with concentration 2000 mcg/ml via their implanted pump at a dose rate of 212 mcg/day. The drug lot number of lioresal was unknown. The indication for use regarding the pump was intractable spasticity and other spasticity. The patient's medical history included arnold-chiari malformation. The patient's concomitant medications included dilaudid, carbamazepine, lorazepam, amitriptyline, valium, and marinol. On (B)(6) 2015, the pump was interrogated and a motor stall was seen. The pump logs revealed a motor stall occurred on (B)(6) 2015 at 13:10 and a stopped pump period may exceed tube set message occurred on (B)(6) 2015 at 13:10. On (B)(6) 2015, the patient experienced increased spasticity of her legs. An MRI was performed on (B)(6) 2015. The pump was updated and it said a motor stall recovery occurred. The cause of the motor stall was due to the MRI. Additional information received from the hcp indicated the intrathecal lioresal therapy remained ongoing. The dose of lioresal was 215mcg/day and was then increased by 21% to 280.3mcg/day on (B)(6) 2015. Additional information was requested which included the drug lot number of lioresal. If additional information becomes available, a follow-up report will be submitted.